Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced black colored stools and was admitted to the hospital. The patient received intravenous (IV) lordin and a blood transfusion of 1 unit of blood. On an unknown date, the patient underwent a gastroscopy, which showed an ulcer in the stomach. The ulcer was treated with nexium. On (B)(6) 2022, the patient was discharged from the hospital. The patient had a pre-existing condition of atrial fibrillation and had been on anticoagulant medication prior to discovering the gastric bleeding and ulcer. Abbvie has chosen to report the bleeding and ulcer since they were in the vicinity of the peg tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer and bleeding are known complications of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.